Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual inspection of the returned device found the device is fractured. Fracture surface analysis of the trabecular metal patella revealed no evidence of clear artifacts to deduce the mode of failure. The fracture appeared to be excessively smeared, possibly due to post fracture damage. X-rays were reviewed by third party hcp and confirms that the patella is fractured. Review of the device history record identified no related deviations or anomalies during manufacturing. It was reported that the patient fell however the reason for fall is unknown and hence a root cause cannot be determined. This complaint is confirmed via product evaluation and x-ray review. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6) medical center. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision approximately two (2) years post-implantation after experiencing a fall that resulted in the post of the nexgen patella fracturing. During the revision, the patella was explanted; however, the fractured peg portion was unable to be removed and remains in the patient. No other patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.